Event description:
Physician reported that a patient who had essure placed presented with a complaint of pain in the lower quadrant since placement. Patient was hospitalized for pain management. Micro-inserts removed via laparoscopy, bilateral salpingectomy. Patient was doing better postoperatively and sent home on oral narcotics.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.